Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: tibial nail (part unknown, lot unknown, quantity 1) . Drill (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Additional device procode: gff, gfa, hsz. Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent procedure with a tibial nail. During the surgery, the surgeon decided immediately to use the modec screws. While drilling around the implanted tibial nail, the surgeon was trying to miss the nail but the tip of the drill bit hit the nail and the drill bit broke into two pieces. The tip remained in the patient and the other end was discarded. There was a surgical delay of one (1) minute. The procedure was completed successfully. Concomitant device: tibial nail (part unknown, lot unknown, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).